Manufacturer narrative:
Under european law, pt info is considered confidential and will not be released by the site. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
The hosp alleges the pt suffered a barotrauma due to excess pressure when switching from manual mode of ventilation to mechanical mode. The unit reportedly did not alarm for high pressure. The clinical symptoms resolved spontaneously and completely within a few hrs subsequent to the case.